Manufacturer narrative:
(B)(4). The device history record (DHR) for the disposable cuff with plc, 34 in. (86cm) - dp, sb, part number 60707010600 and lot number z000002303, review noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections, and tests were successfully completed. On (B)(6) 2018, it was reported from (B)(4) that two disposable cuffs with plc, 34 in. (86cm) - dp, sb had a leak. A returned product investigation could not be performed for the reported event due to the product not being returned for evaluation. The reported event can, therefore, not be confirmed. The root cause of the reported event cannot be specifically determined with the provided information because the product was not returned for evaluation. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that before surgery during demo the cuff was used and the leakage was detected. No adverse events were reported as a result of this malfunction.